Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm micl 13.2 implantable collamer lens and the trailing haptic caught on the plunger and tore. There was no pt contact or injury.

Manufacturer narrative:
(B)(4). Other (haptic caught on the plunger). Evaluation: method: (other): lens work order search. Results: (other): a lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid.